Event description:
It was reported that this right ventricular lead was surgically abandoned due to experiencing insulation/physical damage due to this the lead exhibited oversensing and is suspected that the lead exhibited noise. Another lead was implanted instead. No further adverse effects were reported.